Manufacturer narrative:
The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the condition of the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to misuse, abuse and/or error. The assignable root cause of the low rpm¿s and stripped screw set was due to worn out vanes due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported that three motor devices had undetermined malfunctions. During in-house engineering evaluation it was observed that the motor device had a hole in the hose, the rotation¿s per minute (rpm¿s) were below manufacturing specifications, and the device screw set was stripped. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.